Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having dislocated several times. The surgeon removed the humeral socket insert, then put in a spacer and semi constrained liner.